Manufacturer narrative:
The device was not returned for eval. Investigation is on going.

Event description:
It was reported that during a navigated knee procedure while using the asm plane probe to validate the distal femoral cut, the resulting holes in the bone from pinning the plane probe were very close to the location of the subsequent 4 in 1 peg holes needed to be drilled. This led to confusion over which were the correct holes and weakened the fixation points for the 4 in 1 cutting block on the distal femur. The 4 in 1 cuts had to be redone causing more distal femur to be removed, and the implant had to be cemented as opposed to the planned press fit.